Manufacturer narrative:
The returned test strips were measured with a retention meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.8 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 35%. Donor 2 hct: 38%. Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Retention meter and customer strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.2 inr. Retention meter and customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer uses the second drop of blood from the fingerstick and isn't sure if the blood was applied within 15 seconds of the fingerstick. Per product labeling, the initial drop of blood should be applied to the strip within 15 seconds of the fingerstick. The customer was unsure if a new finger was used for each test. For a second measurement a new puncture of a different finger is mandatory. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Reporter occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4). At 12:07 pm, the result was 3.6 inr. At 12:12 pm, the result was 2.7 inr. The customer did not know if the same finger was used for the tests. The customer state he used the second drop of blood for each test. The physician believed the result of 2.7 inr and did not change the coumadin dose. The therapeutic range was 2.0-3.0 inr.